Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: 10 fr soundstar ultrasound catheter, acuson x300pe echocardiography system (siemens medical solutions USA), lasso nav, pentaray nav catheter. Other companies¿ devices were used in this study: 8.5 fr long sheaths (daig sl1, st.jude medical). Manufacturer's ref. No: (B)(4). The device was not returned.

Event description:
This complaint is from a literature source. It was reported that 1 patient without prior history of cardioembolic stroke or transient ischemic attack in group 3 underwent first-ever contact force (cf)-guided af ablation with circumferential pulmonary vein isolation and suffered cardioembolic stroke which occurred 11 days after the procedure. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿safety and efficacy of contemporary catheter ablation for atrial fibrillation patients with a history of cardioembolic stroke in the era of direct oral anticoagulants.¿ the purpose of this study was to investigate the safety and efficacy of cf-guided af ablation in patients with a recent or prior history of cardioembolic stroke or transient ischemic attack in the era of direct oral anticoagulants. The study was conducted from october 2012 to december 2015. A total of 447 patients were included. Suspect device were smarttouch thermocool catheters, however catalog and lot number were unknown. Concomitant products were used in this study: 10 fr soundstar ultrasound catheter, acuson x300pe echocardiography system (siemens medical solutions USA), lasso nav, pentaray nav catheter. Other companies¿ devices were used in this study: 8.5 fr long sheaths (daig sl1, st.jude medical)

Manufacturer narrative:
(B)(4).